Event description:
Ethicon stapler curved intraluminal misfired during laparoscopic assisted total proctectomy and the case was converted to total proctectomy with coloanal anastomosis. FDA safety report ID# (B)(4).